Event description:
It was reported that the patient presented in-hospital for a device-based cardioversion to convert afib. Following the shock, noise was observed and multiple inappropriate shocks were delivered. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the returned of the entire lead a complete analysis could not be performed.